Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain even when not menstruating') and genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included etonogestrel, ibuprofen and naproxen (naprosyn). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("painful intercourse"), dysmenorrhoea ("abnormally severe menstrual pain"), alopecia ("hair loss"), fatigue ("chronic fatigue") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced dysgeusia ("metallic taste in mouth"). In 2013, the patient experienced depression ("depression") and bipolar disorder ("psychological or psychiatric problems condition: bipolar"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping, even when not menstruating/lower abdominal pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding"), anxiety ("anxiety"), headache ("worsening of her headaches"), back pain ("back pain") and muscle spasms ("leg cramp and pulling sensation"). Essure treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain lower, menorrhagia, depression, anxiety, dysgeusia, headache, alopecia and fatigue had not resolved and the genital haemorrhage, vaginal haemorrhage, bipolar disorder, migraine, back pain and muscle spasms outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bipolar disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were positioned easily, the one on the right with two coils trailing and the one on the left with three coils trailing. Patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results: confirming full occlusion of ms. (B)(6). Diagnostic results: device properly placed. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received: new events were added: leg cramp. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.